Event description:
According to the customer contact, the wheelchair rear left wheel is slipping on all surfaces. Account stated she broke her foot from her slipping when trying to get in and out of the wheelchair while going to the bathroom.

Manufacturer narrative:
According to the customer contact, the wheelchair rear left wheel is slipping on all surfaces. Account stated her broke her foot from her slipping when trying to get in and out of the wheelchair while going to the bathroom. Facility is unsure if the customer needed medical attention. No additional information at this time. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.